Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not sure what the cause was and maybe they came in contact with a potential magnetic force. The patient said that they had a CT scan of their right shoulder, and a week or so later the patient realized that they were having low right-sided back and thigh pain. The patient checked their implant and found it wasn't working. The patient said the issue was resolved. The patient called the manufacturer and spoke with a technician who was able to assist the patient over the phone. The manufacturer instructed the patient what to do, where to turn the unit, and the problem was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient tried to use her patient programmer (pp) on the morning of the report to connect to the implantable neurostimulator (ins), the informational power on reset (por) message appeared with the ¿no power, call your representative¿ screen. The patient mentioned that she wanted to ¿get her machine turned back on¿. Later, the patient was able to clear the por and confirmed that the pp was working as expected. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.